Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report a compatibility issue with the surgeon consoles on sl1040. On (B)(6) 2025 evening the caller upgraded the system to sw p11b via dut however one of the ssc's was not included as a simnow upgrade was also occurring. The fault was detected as the caller plugged the console into the system for observation purposes, as expected the system produced an error, the caller completed a system restart and removed the ssc from the configuration. Surgery was continued with single ssc. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse updated the software for the surgeon side console (ssc) to p11 version. The system was tested and verified as ready for use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to an incomplete software upgrade process, during which one ssc was excluded due to a simultaneous simnow update. This issue can be resolved by upgrading the ssc to the same software version as the system.